Event description:
During an embolization procedure of an ophthalmic aneurysm located in the lic artery, the enterprise stent (4.5x22mm) migrated and did not cover the aneurysm neck. A second 4.5x22mm enterprise was deployed to cover the neck. The procedure was completed with no adverse events.

Manufacturer narrative:
During the index procedure, the patient was placed under general anesthesia for motion and pain control. Arterial access was obtained via the percutaneous right transfemoral approach. A 6 french sheath catheter was placed and attached to heparinized flush system. A 6 french envoy guiding catheter and an angled glidewire were advanced through the sheath to the (lic) left internal carotid artery. Digital subtraction angiography was performed in multiple planes intracranially to establish a suitable working projection. Injection of the lic artery demonstrated a 6mm wide neck aneurysm of the ophthalmic segment of the lic artery. An enterprise stent (4.5x22mm) was advanced into the paraclinoid segment of the lic artery. The stent was deployed but moved proximally and did not cover the region of the neck of the aneurysm completely. A second sent measuring 4.5x22mm in length was then placed more distally and was successful in covering the full extent of the neck of the aneurysm. A prowler 14 microcatheter was advanced into the aneurysm through the stent and coil embolization was performed. Micrus cashmere coils were used to perform the embolization. The first coil was 6mmx15cm. Six additional coils of various sizes and lengths were deployed into the aneurysm. An 8th coil was attempted at deployment but not deployed and was discarded. At the end of the procedure, the catheters were removed and hemostasis was achieved using a vasoseal device and a destat patch along with manual pressure was the right groin. There were no immediate complications, and post embolization, there is complete occlusion of the aneurysm with no evidence of thromboembolic complications. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.